Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown. Product type: software. Product ID: tm90t0. Serial# unknown. Product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl and 2 or 3 other unknown medications. It was reported that, "for quite a while", it had been taking the patient a long time to connect to their pump to bolus. The patient had to turn the handset off and restart it in order to get it to connect. The patient originally stated that the screen lagged on an empty circle screen but later clarified that the screen lagged on retrieving pump settings at 90% for "a very long time". The patient stated that sometimes the communicator would time out before the connection was completed on the handset. Patient services assisted the patient in connecting to the pump and the patient was able to successfully connect and bolus and read out a 26 minutes lockout after bolusing. The patient did have a telemetry delay at 90% when connecting. The patient stated that they could use a bolus on the call. The patient mentioned that their handset battery was down from 82% to 80% since being on the call. The patient mentioned that their handset and communicator did not hold charge because they had to charge their handset and communicator "once a week to a week and a half". Patient services reviewed considerations and recommended that the patient charge their equipment at least once a day. Patient confirmed understanding. Patient services assisted the patient in clearing data and adding navigation bar to the handset screen. The patient planned to monitor and call back for assistance as needed. Additional information received from the patient indicated that, in regards to steps taken to resolve the communicator not holding a charge and timing out while connecting with the handset, the patient called the manufacturer and they made some adjustments to the communicator. It began to respond quicker, but the communicator had slowed down some. The patient kept it charged up. The 90% lag resolved for a few days. The patient could not keep the "white face communicator" in the right spot and "this is something new".